Event description:
The hcp reported the pt experienced an overdose and was minimally responsive the hcp was having difficulty establishing telemetry with the pump. A follow up report will be sent when additional info is received.